Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for evaluation. Device resolved at the time of issue.

Event description:
A site representative reported that while outside of procedure the imaging system required calibration. Site mentioned that the system was not un-docked when driven. Performing motion calibration resolved the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.